Event description:
A nurse reported that during a surgical procedure, the knob on a gas cylinder was stuck and could not be opened. This resulted in an alternate procedure being performed with no pt harm. In a f/u phone call with the nurse she reported that the gauge had long been installed on this tank. At the time of the surgical procedure, she was unable to open the valve. The nurse stated that she stripped the knob trying to turn the valve. She then tried to use a tool to turn the valve and this also failed. The pt received oil in the surgical procedure instead of the gas and no pt harm was noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot. Add'l info was received via phone on (B)(4) 2012. (B)(4).